Event description:
It was reported the device was used during a rectum procedure. It was reported by the affiliate that the blue part of the head was broken. There was no patient consequence.

Manufacturer narrative:
Ees#.975711-a. D6: device returned with no lot identification. The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: b/a wahser present/condition, present/uncut; damaged anvil/anvil shroud, yes; damaged guide face, no; damaged knife, no; damaged other, ancillary trocar; damaged staple pockets, no; damaged trocar, no; missing parts, no; staples present/location, all present and tissue present/describe, no. Functional tests & results: indicator response, good and safety release, good. Analysis conclusion: based on the info recieved and the visual inspection, it was confirmed that the ancillary trocar was broken off inside the anvil shaft. It could not be ascertained as to how the damage to the ancillary trocar occurred. Visual examination showed clamp marks on the anvil shaft. It appears possible that perhaps a clamp may have prevented proper removal of the ancillary trocar. It could not be determined if this may have occurred in this instance. Mfg and engineering have been notified of the reported incident.